Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica in kiel, germany, indicate that the cause of this event was a design error. Corrective actions have been implemented.

Event description:
The gamma target device broke. This event did not occur during a surgical procedure.